Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported complaint. The instrument was returned with 0 lives remaining. A review of remotefe log confirms that the instrument has 0 lives remaining and has expired. The life indicator has turned red, indicating that the instrument has expired. The expired instrument is in expected condition. Additional observations, which were not reported by site: the instrument was found to have damage of the conductor wires insulation. Electrical continuity was performed and failed. No thermal damage observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.047 - 0.091 in length and were not aligned with the tube axis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar expired prematurely. There was no patient involvement.